Manufacturer narrative:
H3: product ID 37761-svc. Serial# (B)(6): product type recharger was returned and the analysis shows that passed final functional test. Tested-ok. Charged up recharger with no problem. Replaced cable assembly due to frayed cord. Frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was no longer taking a charge and was unresponsive. Patient said the issue began about the middle of last week. Patient stated the pin on the desktop recharger was sticking out, and they had to reattach the wire to the recharger. Patient claimed they need a whole new recharger. The issue was not resolved. A repair request was sent to replace the desktop charger.